Manufacturer narrative:
The device was in use for treatment. The device has not been returned for analysis; as a result, the allegations against this device cannot be confirmed. A review of the device history records identified no rejects for this lot number. A review of the complaints against this lot number identified one additional complaint. Since the device was not returned, a root cause of the failure could not be determined. The potential effect to patient for the reported failure may be related to: device is rendered useless or the procedure is delayed. Potential cause: improper or damaged extruded parts, improper introducer/dilator manufacturing, introducer/dilator is out of tolerance, or wrong size introducer used. A review of risk for this failure mode identified the risk to be low. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Per the quality assurance in-process and final inspection procedure, it instructs the operators to use 10x magnification for visual inspection unless specified otherwise. Visual inspection - verify the hub is smooth, has no cracks, no short shots, sinking or unfilled areas, check for foreign material, check hub shape, french size embossed on hub, and for excessive flash. Using 10x magnification look down into hub for irregularities; verify no splitting at break lines and a smooth transition between sheath and hub on inside of hub. Verify score lines are spaced evenly around the circumference of sheath tube; look down into the hub and verify score lines on sheath align with break line of the hub. Measure dimensions - verify sideport opening diameter using pin gauges; visually inspect the sideport hole is without any flash or blockage. Measure usable sheath length after overmolding from end of hub to end of tube, using metric ruler. Verify i.d. And inner clearance of sheath by inserting a calibrated pin gauge into hub end, all the way through to the tip. Use go-no-go gauge for o.d. Verification; verify the full length passes through the gauge. Using 10x magnification, verify the tip is round, no flash, no splitting, cracks or other damages. Insert a tipped dilator through the tipped sheath and check if dilator inserts without excessive force or obstruction. With the naked eye, inspect where the sheath and dilator meet and check gap and that a smooth transition is present. Measure usable sheath length after tipping; from end of hub to tip of tube, using metric ruler. Measure tip i.d. Of sheath using pin gauge. Visual inspection with naked eye, ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded foreign material or any other damages. Verify split caps are properly placed and secured onto sheath hub and free of cracks/damages or excessive adhesive. Perform pressure and vacuum leak test and perform occlusion test. Assembly fit check, insert dilator into sheath, lock and unlock dilator hub lock nut for verification of proper fit; verify no gaps between sheath tip and dilator. The abiomed adelante s2 hemostatic peel-away introducer system with infusion sideport instructions for use (IFU) lists the following adverse effects and possible complications: air embolism, bleeding, hematoma formation and vessel damage. Precaution - aspiration and saline flushing of the sheath, dilator, and valve should be performed to help minimize the potential for air embolism and clot formation. Also, the IFU instructs the user to aspirate all air from the sheath valve assembly by using a syringe connected to the sideport. Flush the sheath with 5 cc of saline immediately before peeling the sheath away in order to minimize back bleeding.

Event description:
The customer reported a complaint about an impella cp device being "unable to pass through the oscor sheath". It was noted in the case that after the 14 fr oscor sheath was placed, the cp was unable to be inserted through the sheath. Significant bleeding and hematoma at the insertion site were noted post insertion. Sheath was then removed and required a femstop to stop the bleeding. Four hours later, the patient began to have hypotension and acute blood loss from the femoral artery and had to be sent to the or for emergency femoral artery repair. The affected product has not been returned for investigation yet.